Event description:
It was reported that leakage occurred during use with a bd discardit¿ ii 10 ml syringe. The following information was provided by the initial reporter, "leakage at the plunger site."

Manufacturer narrative:
Investigation summary: bd has been provided with a sample for catalog 309110 to investigate for this record. A leakage through the plunger rod was observed in this provided sample. The damage in the plunger rod by the evaluation of the plunger with magnification. As a result, bd was able to verify the reported issue. Bd concludes that the problem was produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Considering our in-coming and in-process inspection, no corrective actions are required at this time. Device history review is not possible since no lot number has been provided.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd discardit¿ ii 10 ml syringe. The following information was provided by the initial reporter, "leakage at the plunger site."